Event description:
The peg tube was inserted and a week later the patient came back with the balloon deflated and migration of the device. We replaced it. Patient complications: discomfort / pain. The device was inflated to 20ml which is more than before when it used to be 6ml medical or surgical interventions: none patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation: no further investigation can be conducted without having a sample to evaluate. This investigation was limited to review of manufacturing controls and defect trending. Likely root cause: significantly overinflated balloon. The inflation volume for that device is 6 ml and the balloon involved in this event was inflated to 20 ml. Controls: each unit is tested 100% throughout multiple stages of the manufacturing process including a 100% balloon inflation test for a minimum duration to ensure product integrity and functional performance. That testing would identify any failures during the process which limits latent failures in the field when the product is used. All devices were tested and released as conforming at the time of the lot manufacturing. Current controls include proper training and certification of all production personnel for specific steps within each process, as well as how to use the equipment needed when manufacturing. Defined dimensional, visual, and physical requirements, testing methods, and DHR/pics (pictorial instructions) are provided at each workstation within the production line. Work instructions providing guidance for material verifications, line clearances, and qc inspection and sampling plans are also followed. The manufacturing suite is maintained to the highest standards with rules outlining clean room operating parameters (temperature, humidity, etc.), cleaning schedules for the cleanroom itself, lim equipment, milling machines, as well as general personnel requirements for clean room usage. To mitigate the risk of releasing devices with balloon deflation issues, each unit is 100% tested during the process, where it is inflated for a minimum of 10 minutes prior to accepting the unit for distribution. Additionally, qc performs a functional device inspection prior to distribution.